Event description:
Malfunction of a surgical microscope. The body tube was loose due to a missing part. This part functions to prevent the main binocular tube from falling off the double observation tube. There were no allegations of harm.